Manufacturer narrative:
(B)(4). The device was manufactured september 2, 2015 - september 3, 2015. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection revealed a marking located on the interior surface of the bladder near the rupture line. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured during filling with 80 ml of solution. There was no patient involvement. No additional information is available.